Manufacturer narrative:
Event date: (B)(6) of 2018. Device manufacture date: september 25, 2017 - september 27, 2017. The actual sample was received at the plant for analysis. Visual inspection on the returned unit via the naked eye noted the coil cap was slightly crooked. Functional testing was performed by inserting a syringe into the device fill port in preparation for filling. The device stress member moved, making it difficult to fill the device. The reported issue was verified. The cause of the problem was due to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port ('the thread of the injection site') of a small volume folfusor was defective and moved in the housing ('runs in the vacuum') which caused a leak. This event occurred during preparation of the device. The device had been filled with 33500mg of fluorouracil diluted with 96ml of nacl 0.9%. There was no patient involvement. No additional information is available.